Manufacturer narrative:
Bci reviewed qc data which showed the lab's established ranges were wide. Even though the qc in the days surrounding the event was within range, the qc performance demonstrated erratic recovery. A field service engineer found a bubble sticking to the face of the na electrode. Fse replaced the electrode and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) stating the unicel dxc 600 pro synchron chemistry analyzer generated false low sodium (na) results. The results were reported outside of the laboratory. Upon repeat, the results were higher and the reports were amended. Multiple attempts were made to obtain the data but no data was received. There were no reports of patient treatment being initiated or withheld.